Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr1259 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebr1259) have been reported from two facilities.

Event description:
It was reported that the PICC cracked at the distal end/hub. No other information was provided.